Event description:
It was reported that a physician attempted arteriotomy closure of a calcified common femoral artery after an unspecified procedure. Reportedly a cuff miss occurred and hemostasis was achieved using an unspecified method. There were no adverse patient effects reported. A 6 fr. Sheath was used during vessel closure. The degree of calcification was not known by the facility reporter, and no information about the access site was known. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, suture, posterior cuff, and needles were not returned with the device which limited the scope of the investigation. Inspection of the device revealed that an anterior cuff miss occurred during the needle deployment as evidenced by the anterior cuff remaining in the foot pocket. Subsequently, the suture could not be retrieved during the needle plunger retraction and the knot would not form to advance to the arterial surface to close the vessel as intended. Also, the link was pulled from the swage end of the posterior cuff; however, this was consistent with post-procedure manipulation rather than a device failure. No manufacturing or quality deficiency was detected as a result of this investigation. Possible contributing factors for the anterior cuff miss include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment technique. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. However, the anterior cuff did not capture the needle during the proxy plunger insertion, because the position of the anterior cuff inside the anterior foot pocket had been altered due to post-procedure manipulation. The reported calcification in the artery could have contributed to the anterior cuff miss; however, this could not be confirmed. The instructions for use states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no definitive evidence in the evaluation of the device to suggest that the device was twisted or rotated during needle deployment or the needles were not deployed at a 45 degree angle, which could have contributed to the anterior cuff miss. Based on the test results of the needle trajectory in the lab and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Review of the device history record did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents and there does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of every device is verified twice during manufacturing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.